Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected no delivery alarm was noted during testing. The pump was received with normal operating currents and no unexpected off no power or low battery alarm was noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for excessive no delivery alarms. The customer's blood glucose level at the time of incident was 363mg/dl. Troubleshoot was conducted and the customer states they had done all remedies, but the issues persist. The customer was advised the pump would be replaced and returned for analysis.